Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b005780n52, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. Product ID 8596, lot# b005366n05, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information received from the consumer patient receiving medication via intrathecal implanted pump. Indication for use was noted as non-malignant pain, other chronic/intract pain (trunk/limbs), spinal pain, and chronic low back pain. It was reported that after the patient had their pump replaced on (B)(6) 2015, they started leaking a quart of fluid out of the suture/staple and the patient had a massive headache on (B)(6) 2015. It was found that the catheter had broken and it was leaking spinal fluid into the pouch and had been contaminated. The patient reported that they initially thought it was meningitis but it was not. It was however an infection of the spinal fluid. The patient ended up having their entire system removed on (B)(6) 2015. The symptoms were considered to have been a sudden change. The patient did not know what drugs were in the pump at the time but indicated it may have been fentanyl and bupivacaine. The patient ended up implanting a new pump on (B)(6) 2015. At the time of report the patient was on fentanyl patches and pain pills.